Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle could not be identified. The root cause of the issue could not be determined, however, it is possible that the issue was due to the facility device reprocessing not being implemented in accordance to the IFU. The event can be detected by following the instructions for use sections below: ¿gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection¿. ¿gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope.¿. Reprocessing info: device was reprocessed with an etd4 endothermo disinfector . No malfunction of reprocessing accessories noticed. No delay of pre cleaning. Air / water flush during pre cleaning performed. No manual cleaning - etd4 endothermo disinfector used. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was sent to an olympus service center for evaluation after being returned from the end user with no complaint. Upon inspection of the customer¿s returned device it was observed, the nozzle was found clogged with a foreign material of unknown origin. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the plastic distal end cover (c-cover) had a sharp age, and the bending section cover (a-rubber) was noted to be porous. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.